Manufacturer narrative:
(B)(4). Date sent: 2/25/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hpblue device was received with the 6-32 stud damaged. No functional testing could be performed due to the device could not be attached to the test instrument. Therefore, we were unable to investigate further the unintended thermal injury less than 2nd degree issues reported. The instrument was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. It is possible that the stud got damaged as a result of dropping it. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Was there any burn or injury to the patient or to the user? If yes, what is the severity of the burn or injury? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: o superficial partial-thickness burns injure the first and second layers of skin. O deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. Are there any anticipated long-term effects from the burn or injury? What medical intervention was used to treat the burn or injury? (Such as salve or stitches) are there any anticipated long-term effects from the burn or injury? What is the or staff's experience assembling the device? Any unusual sounds coming from the device throughout the procedure? Was it noted that the device was hot at any point in procedure? What heat management techniques were used throughout the procedure? What was exactly being done in the surgical procedure when the burn was noticed? Which part of the device got hot enough to cause burn? How did the device cause the burn? Where was the burn? What was the shape of the burn? Is a photo of the burn available? What was the degree of the burn? What intervention was done to address the burn? What is the patient's current status? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a CABG surgery, the sngcb and hpblue burned.